Manufacturer narrative:
An accumax 200 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the laser fiber was broken in two pieces. The first piece was 39cm in length and included the sma connector. The second piece was 233cm in length. The fiber jacket adjacent to the broken fiber end appeared warped. Examination under magnification revealed that the condition of the broken fiber ends were consistent with a fracture. Additional examination further revealed that there was no exposed glass tip visible, indicating that the fiber piece containing the distal fiber tip was either not returned, or that the fiber tip broke off. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal tip of the broken piece with the sma connector was bright, clear, and scattered. The condition of the returned device confirms the reported event. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an accumax 200 laser fiber was used during a ureteroscopy with laser lithotripsy in the ureter performed on (B)(6) 2015. Reportedly, the laser unit used was a dornier 20w. According to the complainant, during unpacking, the laser fiber broke in half. No visible damage was noted with the packaging. The device was not used on the patient and the procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Mfg site name-(B)(4). Although the suspected device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an accumax 200 laser fiber was used during a ureteroscopy with laser lithotripsy in the ureter performed on (B)(6) 2015. Reportedly, the laser unit used was a dornier 20w. According to the complainant, during unpacking, the laser fiber broke in half. No visible damage was noted with the packaging. The device was not used on the patient and the procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.